Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Root cause of this failure is attributed to a component failure. Additional observation not reported by site were that signs of corrosion/contamination were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typical attributed to misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for small grasping retractor instrument (part 470318-10/ k11211103 0238) associated with this event has been performed. Per logs, the instrument was last used on (B)(6)2022. The instrument had 6 uses remaining. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the small grasping retractor instrument had broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.